Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed for the returned device as part of this investigation. Visual inspection: the handle was broken as reported. The break occurred at the inferior edge of the bottom screw of two screws that secure the handle to the device. The small superior portion of the handle still remains attached to the device but the large inferior handle portion is separate from the device. The material at the fracture surface appears homogeneous when viewed under 5x magnification. No fragments appear to have been generated as the two handle portions mate together with no gaps/voids when aligned back together at cq. The black pieces (those that cover the spring part of the feed rod) between the arm mounting notches and release lever were missing. Dimensional inspection of features related to this complaint: the lateral wall thickness of the handle component at the location of breakage measured 3.54mm (calipers ca592) which is within specification of 3.4mm-3.6mm per handle component drawing. The posterior and anterior wall thickness of the handle component at the location of breakage was measured in several locations and ranged from 7.53mm - 7.65mm (calipers ca592) which is within specification of 7.375mm-7.9mm per handle component drawing. Drawing review: no product design issues or discrepancies were observed. No definite root cause could be determined. It was determined that the cause of the malfunction was most likely due to application of excessive force on the nylon handle component of this 6+ year old reusable instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part# 314.291, lot# 10-3418: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 15 jul 2010. No non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial left hip fracture on (B)(6) 2017, the surgeon was reducing the femur fracture with a bone hook attachment and as he was squeezing on the handle of the sliding mechanism for collinear reduction clamp, the black grip broke off as a whole unit in the surgeon¿s hand. This resulted in a five minute delay. No fragments were generated. Another sliding mechanism for collinear reduction clamp was used to complete the procedure. No patient harm. The procedure was completed successfully. Patient outcome is stable. This is report 1 of 1 for complaint (B)(4).